Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother was hospitalized for a blood glucose value above 600 mg/dl due to a virus that raised her blood glucose. The patient felt really sick and she was treated with an insulin drip. Troubleshooting did not occur as the insulin pump was already due to replacement. No products were returned or replaced as of yet.